Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent a bilateral total hip arthroplasty on an unknown date. During post operative monitoring and testing, femoral osteolysis and a malpositioned acetabular cup in the right hip, acetabular osteolysis in the left hip and liner wear were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(6). It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2003 and a left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, a malpositioned acetabular cup, femoral osteolysis, fluid, iiiopsoas bursitis and poly wear were noted in the right hip. The fluid measured 16.5 x 28.6 x 7.3 mm. Additionally, acetabular osteolysis, iiiopsoas bursitis and poly wear were noted in the left hip during post operative monitoring. These findings were found due to follow up testing. Patient further reported soreness, pain and limping. There has been no reported revision procedures to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2014-02043 / 02044 & 07337 / 07340).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2003 and a left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, a malpositioned acetabular cup, femoral osteolysis, fluid, iliopsoas bursitis and poly wear were noted in the right hip. The fluid measured 16.5 x 28.6 x 7.3 mm. Additionally, acetabular osteolysis, iliopsoas bursitis and poly wear were noted in the left hip during post operative monitoring. These findings were found due to follow up testing. Patient further reported soreness and pain. There has been no reported revision procedures to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02043 / 02044).